Manufacturer narrative:
The pipeline flex delivery system was returned. The pipeline braid was not attached to the pushwire. Approximately 6.0 cm of the distal segment of the pipeline flex pushwire was found to be deployed outside of the catheter tip. The remaining segment of the pushwire was found within the catheter lumen. For further examination, the pipeline flex pushwire was pushed out of the catheter lumen with no issues. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. One end of the pipeline braid was found to be fully opened with moderately frayed; while the other end of the braid was found fully opened with slightly frayed. No other anomalies were observed. Based on the customer¿s photos, the clinical observation was confirmed. However, based on the analysis findings, the clinical observation could not be confirmed as the received pipeline braid was found to be fully opened with fraying at both ends. We are unable to definitively determine the cause for the reported experience. However, it is possible that the ¿moderate vessel tortuosity¿ and ¿damaged braid¿ may have contributed to the ¿failure to open¿ issue. The damage to the braid on both ends of the pipeline is likely the result of the physician re-sheathing the device more than the recommended two times. Per our instructions for use (IFU), ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ all products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this report: 2029214-2016-01067, 2029214-2016-01068, 2029214-2016-01069.

Event description:
Medtronic received information that during treatment of an aneurysm three pipelines did not open distally. It was reported that upon deployment of the first pipeline (ped-475-14) in the middle cerebral artery (mca), the distal segment of the pipeline would not open after unsheathing approximately 10 mm. It was reported that the pipeline device was re-sheathed more than 2 times. The device was removed from the patient and a new pipeline was attempted (ped-450-14); the second device attempted also did not open distally and was also resheathed more than 2 times. The device was removed from the patient and a new pipeline (ped-475-16) was then attempted; the third device also did not open distally. With the third device balloon angioplasty was performed and the device was well apposed to the vessel wall. It was further reported that there was some tortuosity in proximal ica that may have contributed to complexity and difficulty opening. Post angiographic showed partial thrombosis of aneurysm. No patient injury was reported. Dapt was administered and the pru level was 159. The max diameter was 3.5 mm and the neck diameter was 3 mm. The distal landing zone was 3.76 mm and the proximal was 5.00 mm. The patient had moderate vessel tortuosity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.